Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would no longer open while on tissue. Bleeding occurred, but the site was unable to provide more information as to how the device was removed from tissue or what caused the bleeding. There was no patient injury.